Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 11/15/2019.

Event description:
It was reported that the ventilator was shifted to a standby mode when the device was temporarily taken off from the patient. The device was then put back on the patient, but nothing appeared on the screen and the airflow stopped. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event.

Manufacturer narrative:
MFR received date: 04 mar 2020. A power management board was return for analysis. An investigation was performed and the product analysis technician reported that it was found that the 3.3 volt buck circuit was especially sensitive to cold. The 3.3 volt level could be seen to dip when the freeze spray was applied, resulting in the ventilator failing and reporting a "vent inoperable" status. The root cause was isolated to circuit failed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
MFR received date 14 nov 2019. Date of report 09 dec 2019. The manufacturer¿s international service technician inspected the device and found a "check vent: backup alarm failed" alarm intermittently sounded and the device failed to start up. The manufacturer¿s international service technician replaced the power management board to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
MFR received date 14 nov 2019. Date of report 11 dec 2019. The manufacturer¿s international service technician inspected the device and found a "check vent: backup alarm failed" alarm intermittently sounded and the device failed to start up. The manufacturer¿s international service technician replaced the power management board to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.